Event description:
On (B)(6) 2012, the patient contacted animas alleging that she had erratic blood glucose (bg) and the pump "is malfunctioning." The patient did not provide any bg values or details regarding the pump. Customer support attempted to contact the patient for additional information and troubleshooting, without success. The reported erratic bgs without values or symptoms do not meet the definition of a serious injury. This complaint is being reported due to the allegation of the pump malfunctioning.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the black box and alarm history indicated no alarms related to the reported complaint. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. The keypad was tested and all keys were responsive to user input. No hypersensitive keys were observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.